Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the heavily calcified, very tortuous circimflex artery. The taxus liverte 2.5x24mm drug eluting stent was unable to cross the lesion. When the stent was removed, it was noted that a strut was sticking out of the stent. The damaged stent was exchanged for two new liberte stents and the procedure was successfully completed.